Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged liver failure, breathing horrible, difficulty breathing/short of breath. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
MDR 2518422-2022-70397 is the original report associated with this device. A duplicate report has been submitted for this device under report MDR 2518422-2022-93795. This follow-up report is being filed for awareness of this duplicate report. A correction report MDR 2518422-2022-93795-1 has been filed for awareness about the duplicate report.